Manufacturer narrative:
During use of a 6-7f mynxgrip for vascular closure, the sealant did not appear. There was no patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was engaged to the tamp lock. A small piece of sealant was found wedged between the catheter and the distal end of the advancer tube. The procedural sheath was not returned. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The advancer tube was engaged the proximal tamp lock during investigation. No anomalies were observed. A device history record (DHR) review of lot f1722904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed due to the condition of the returned device, and the advancer tube was able to engage during functional analysis. It could not be conclusively determined why the shuttle down step (failure to deploy) could not be completed. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported. However, it is possible that it was caused by premature swelling of the sealant since a piece of the sealant was found wedged between the catheter and the advancer tube. This condition is commonly noted when the sealant prematurely swells or softens, making the deployment step more difficult. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the sealant did not appear. There was no patient injury and the device will not be returned for analysis.